Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to suspected micro-dislodgement. When interrogation was performed, the lead exhibited loss of ventricular escape which needed higher outputs on the next few days after implant. As there was noticed left bundle branch block (lbbb) and right bundle branch block (rbbb), micro-perforation was also suspected. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported dislodgement and/or high pacing thresholds. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Continuity testing passed, indicating conductors are intact. The lead tip/helix appears intact and undamaged. The exit block and perforation allegations were also not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to suspected micro-dislodgement. When interrogation was performed, the lead exhibited loss of ventricular escape which needed higher outputs on the next few days after implant, as there was noticed left bundle branch block (lbbb) and right bundle branch block (rbbb), therefore micro-perforation was also suspected. The patient was reported to be pacer dependent. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.